Event description:
On (B)(6) 2025 15:00:06. Lv tip to lv (left ventricular) ring lead impedance >3000 ohms. On (B)(6) 2025 15:00:06. Rv (right ventricular) defibrillator lead impedance >200 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Health effect code: 4582. Device problem code: 2950. Reference report: mw5183744.